Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: black box shows evidence of unexplained "por" events on (B)(6) 2016 and battery alarms on (B)(6) 2016. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Current draws within specifications. A "battery life" issue was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.